Manufacturer narrative:
Additional narrative: additional procodes: jds, hsb. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the locking screw in question backed out laterally of the lateral oblique hole of a retrograde femoral nail - advanced. This required revision surgery on (B)(6) 2022 to remove the screw as it was impinging on the patient¿s skin. The femur fracture healed correctly and no other revision procedures were required. This report is for a locking screw for im nail ø 5mm/ 78mm/ xl25. This is report 1 of 1 for (B)(4).